Manufacturer narrative:
Roi cps, llc returned all on-hand stock of gz-4416-9s, lot 109505 to the vendor a plus international on 5/27/2021 due to customer complaints for other defects prior to receiving the complaint for the gauze fraying.

Event description:
Fraying raytec in custom pack. No patient contact. Discovered during set-up. Raytec removed from field. No harm to patient and not delay to case.